Event description:
The patient's family member reported that they used the suspect device to check their blood glucose and obtained results of 88 and 92 mg/dl. The pt started to have fits and the family member called the paramedics. Emergency medical techs arrived and they checked the patient's glucose at 37 mg/dl. Patient was then given an IV and transported to the hospital. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for eval.